Event description:
A pt was being treated on the neck with electrotherapy when the pt received a skin burn. The clinician treated the pt with the interferential electrotherapy waveform. The clinician applied the treatment electrodes approx. 1" apart. The treatment was started at 50 then turned down to 16. The clinician smelled a burning odor and terminated the treatment. The biomed check the device and could not detect any problems with the device.

Manufacturer narrative:
A device eval was performed by our engineering dep. Root cause is unknown because the device performed to spec and to its intended use. The engineering dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. Conclusions: ifc waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt (see figure 3 and 4), use the same output circuitry involved in the generation and delivery on stimulation. See figure 2. Unit passed all test conducted, no anomalies were found. In accordance with the manual, size, type, usage, and condition play an important part in the proper delivery and electrotherapy. The electrodes cannot be ruled out as a factor regarding the incident stated in the report. The application of electrodes appears to be a likely cause or contributor of the reported incident. Pt skin preparation or electrode placement can contribute to the reported incident. Old style lead wires were returned with unit, it took very little pressure for the pin connector to pull off. Electrodes had burnt spots on the edge. The unit meets all manufactures specs. See scanned pages.